Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) was confirmed. Upon investigation the monitor intermittently delivered a monophasic pulse during pulse testing. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. There was no death or adverse event associated with the monitor malfunction.

Event description:
02/25/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 02/27/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it failed a pulse test.